Manufacturer narrative:
Updated fields: b3, b4, b5, b6, d4 (version or model #), d11, g4, g7, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11. Corrected fields: d1, d4 (catalog #, unique identifier (UDI) #), g1(contact person), h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. After re-cleaning and installing the screen signal cable which was performed by the fse, the screen flickering condition improved. The fse had recommended the customer to replace consumable parts such as maintenance kits, safety disks, etc. According to the original factory manual. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the display of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.